Event description:
It was reported the patient (B)(6) observed the low battery warning on the programmer. The warning was successfully cleared and stimulation was not affected. No further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.